Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment past the second o-ring. Customer was able to smell insulin. Insulin pump also received a motor error alarm. Customer's blood glucose was unknown. Customer also reported that there was an air bubble in reservoir. Customer was advised to return the reservoir for analysis.